Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbbt. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and booted, but failed the unit is perpetually rebooting. The receiver was opened and the main board was seperated from ui-u1 to perform a download; the log was reviewed with multiple ntcfault\battery temperature fault while charging errors were found within the investigation window. The reported event of an error icon display was confirmed. The root cause could not be determined.